Event description:
The patient reported that the lead was broken. Follow-up with the physician's office confirmed that the lead had fractured. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.